Manufacturer narrative:
Correction/removal number: this ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences heating at the ipg site which is unrelated to charging. It was reported the ipg turns off without prompting. The pt is no longer using the system and is being treated with pain medications.